Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 29-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included high cholesterol, focal nodular hyperplasia, pes anserinus tendinitis on (B)(6) 2008, osteoarthritis on (B)(6) 2009 and cellulitis. Current weight 225 lbs. Concurrent conditions included overweight, spinal fusion surgery, cough, sneezing, stress incontinence, sleep disorder, cyst, dysmenorrhea, weakness, dizziness, adenomyosis, follicular cyst of ovary and nabothian cyst. Concomitant products included alprazolam since (B)(6) , cyclobenzaprine, escitalopram since (B)(6) , eszopiclone from (B)(6) to (B)(6) , hydrocodone from (B)(6) to (B)(6) , ibuprofen, loratadine (axcel loratidine) from (B)(6) to (B)(6) , loratadine (axcel loratidine) from (B)(6) to (B)(6) , meloxicam since (B)(6) , mometasone furoate (flonase) and morphine from (B)(6) to (B)(6) . In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection: bladder and utis"), urinary tract infection ("infection: bladder and utis"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In (B)(6) , the patient experienced hot flush ("hormonal changes: hot flashes"), mood swings ("hormonal changes: mood swings"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) , the patient was found to have uterine leiomyoma ("reproductive system disorder or condition: fibroids"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems: anxiety and depression") and depression ("psychological or psychiatric problems: anxiety and depression"). The patient was treated with surgery (hysterectomy (tlh) with bilateral salpingectomy, cystectomy). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, abdominal pain and back pain had resolved and the hot flush, mood swings, anxiety, depression, bladder disorder, urinary tract disorder, uterine leiomyoma, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 225 lbs discrepancy noted as per pfs 11-feb-19, date of insertion reported as (B)(6) 2006 (per pfs), but previously it was reported as (B)(6) 2006, and date of removal reported as on (B)(6) 2016 :hysterectomy with bilateral salpingectomy (per pfs), but previously it was (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: abdominal pain,uterine leiomyoma, dysmenorrhea, menorrhagia, hot flashes, back pain, depression, anxiety. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs & mr received : reporter's information added. Patient's demographics added. Added event hot flashes ,mood swings, abnormal bleeding (vaginal, menorrhagia), bladder infection, utis, anxiety, depression, bladder or urinary problems or changes, fibroids, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, weight gain, abdominal pain, lower back pain. Updated outcome of events. Updated onset date of events. Historical conditions, concomitant conditions, concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.